Manufacturer narrative:
(B)(4), n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that the product (19211) had "contamination" while in use on a patient in (B)(6)2022. The patient experienced recurrent bleeding which occurred repeatedly since the beginning of 2022, sometimes with a significant drop in saturation. The cause of the bleeding could not be found. The patient expired on (B)(6) 2022. The cause of death was listed as an acute massive endobronchial/endotracheal hemorrhage during long-term home care ventilation. Additional information from the customer stated that "the filters were changed according to the specified period, some daily, some weekly, some monthly". Per the IFU, the filters have a maximum use of 24 hours and therefore need to be changed every 24 hours. See associated MDR 8040412-2023-00003.

Manufacturer narrative:
(B)(4). Complaint reported that "she further reports that in 2022 she gave one filter 19211 to a laboratory for examination. During this examination, various contaminations were found. Further details on the contamination could not be provided during the call. The customer will send a separate letter by post explaining the whole case and providing contact data." Since the lot number was not provided, we could not identify if the affected lot is under scope of eif-000513. There was no sample returned for this complaint and no photo provided for further examination. Therefore, contaminations found on the filter could not be reviewed. Hence, this complaint could not be confirmed. In current manufacturing procedure, 100% visual inspection at packing area are conducted. Thus, any foreign matter / contamination will be culled out during this process. Iso gard filter s sterile is a bacterial/viral filter for use in breathing systems for the protection of the patient and equipment. The devices are supplied sterile and indicated for single use only. IFU warnings indicated that "do not use of package is broken or product damaged". Sterility/cleanliness is guaranteed only of the packaging has not been opened or damaged. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that the product (19211) had "contamination" while in use on a patient in (B)(6) 2022. The patient experienced recurrent bleeding which occurred repeatedly since the beginning of 2022, sometimes with a significant drop in saturation. The cause of the bleeding could not be found. The patient expired on (B)(6) 2022. The cause of death was listed as an acute massive endobronchial/endotracheal hemorrhage during long-term home care ventilation. Additional information from the customer stated that "the filters were changed according to the specified period, some daily, some weekly, some monthly". Per the IFU, the filters have a maximum use of 24 hours and therefore need to be changed every 24 hours. See associated MDR 8040412-2023-00003.